Event description:
It was reported that the patient had called the paramedics with hypoglycemia. The patient's blood glucose levels reached 38 mg/dl while wearing the pod for an unknown amount of time. The patient stated that the paramedics did treat their blood glucose levels but did not state what they did. The patient did not go to the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.